Event description:
It was reported that the impedance measurements on this tachycardia lead were out of range and there is a suspicion of a lead damage. An appointment for lead and ICD exchange will be scheduled.

Manufacturer narrative:
On (B)(6) 2022 it was reported that surgery took place on (B)(6) 2022 and the lead was abandoned due to insulation damage.

Manufacturer narrative:
On 27-sep-2022 it was reported that surgery took place on 21 sep 2022 and the lead was abandoned due to insulation damage. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided data, showed the warning [a21] rv shock electrode continuity above 3000 ohm on 26/jul/2019. Defibrillation system potentially ineffective. The above mentioned warning probably resulted due to a possible lead defect. The analysis of the provided iegm episodes from 18th october 2018 did not reveal any anomalies. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the device itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.